Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. It was noted beginning (B)(4) 2015, the rv pacing impedance varied between 380-1691 ohms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable pacing impedance, from within-range values to high values. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.